Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt while loading insulin into the cartridge and an occlusion alarm occurred. Customer changed the cartridge and infusion set to resolve the issues. Insulin delivery was resumed.